Event description:
The manufacturer received information alleging a malfunction of a ventilator's touchscreen. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's sensor board and machine flow sensor were replaced to address the issue. There was evidence of contamination. .

Manufacturer narrative:
The manufacturer previously reported receiving an allegation of a ventilator's touchscreen malfunction. During the evaluation a ventilator inoperative code was observed in the ventilator's downloaded event log and the device's sensor board and machine flow sensor were replaced to address the issues. There was evidence of contamination. The device's sensor was not replaced to address the issue, no malfunction of the sensor board was observed. The device's system board needs replaced to address the issue.